Event description:
Using the inspire sleep apnea device which was activated 2 weeks ago. When not using the device for sleep, developed shock-like pain in lower right side of tongue, similar to when device was on but stronger pain. It started when using wireless headphones for tv. I disconnected the headphones. It improved somewhat but still happens. I am not sure what is interfering with the device and how to stop it. It is very uncomfortable. No tests were done. I am not sure what needs to be done.